Event description:
It was reported that the patient had a change in therapy effects. The patient became ¿unusually tight¿ and presented to the emergency room. The patient was now stable on oral baclofen. The catheter was to be x-rayed to check for apparent issues and the health care provider (hcp) may also attempt aspiration from the catheter access port (cap) to make sure cerebral spinal fluid could be drawn. It was further reported that the patient had a return of their symptoms; increased spasticity. The week prior to this report the patient¿s spasticity increased and a dose increase was done. The patient went to the emergency room on (B)(6) 2013 as the spasticity got worse. On (B)(6) 2013 the catheter access port was freely and successfully aspirated. The health care provider was to increase the dose again approximately 30%. Then on (B)(6) 2013, the patient was to have a cap dye study performed. The logs were also checked and there were no alarms. This device system delivered gablofen. It was then reported that the patient presented to the ER on sunday with increased leg spasticity. A catheter dye study was performed on (B)(6) 2013 and 2cc¿s were aspirated from the pump. No issues were found with the infusion system. The hcp was to check for infections. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711, lot# n180958021, implanted: (B)(6) 2009, product type: catheter. (B)(4).